Event description:
It was reported patient underwent a 5th metatarsal fracture repair procedure on (B)(6)2014. During the procedure, the non-locking screw would not bite with the screwing using the drill bit. K-wires were utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown.